Event description:
Reportedly, while attempting to deliver the thumbwheel broke about halfway through, unable to continue deploying. Dr broke handle apart and was able to get the rest of the stent to deploy. Pulled back the delivery sheath. No pt injury or intervention.

Manufacturer narrative:
The delivery device was received broken apart. Post deco the primary sheath was broken at the slider. Serrations were found along the first and second sheaths near the tip. The serrations enter the stent section of the first sheath. The hypotube was found to be slightly bent. Device returned.